Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75 , serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient via a manufacturer representative reported that their stimulation was not helpful so they decided to have their device explanted. The battery was discharged at the time of the explant so no troubleshooting was performed. The event was considered resolved and the patient status was listed as alive no injury at the time of the report. The patient was implanted for degenerative disc disease with herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.